Event description:
It was reported that the pump touch screen was "not illuminating fully". Additionally, it was reported that the insulin gauge was inaccurate. As well, as that the wake button was sticking and "hard to press down to get it to turn on." There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.